Manufacturer narrative:
H2: device evaluation: h3: the battery charger was returned to medtronic for further evaluation. Through visual/physical examination and performance testing, the reported issue was confirmed. The battery charger passed visual inspection, but it failed the bench test due to loss of power on the output of charger c. The led on charger c was out. Analysis determined that there was an electrical failure with the battery charger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A manufacturer representative tested the equipment at the site. The battery charger had 0vdc output at pin 6/7 of j7. The battery charger was replaced, and the tested output was as expected. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the charger board was bad and needed to be replaced. This was discovered while a planned maintenance (pm) was being performed on the imaging system. There was no patient present.